Event description:
It was stated that an error 1160 was displayed. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage. It was stated that an error 1160 was displayed, and the reported issue was confirmed. The root cause of the event was an anomaly in the component (the microprocessor board). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.